Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results were not shared. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - water filters of aer was not replaced according to IFU. (Non-olympus aer) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The foreign material could not be identified, there was no deviation from reprocessing steps from the IFU at the location where the foreign material remained and the location of the foreign material had no physical damage therefore, a root cause of the foreign material remained could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination (no detection). The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer confirmed that the facility aspirates water through the instrument/ suction channel with a suction pump. The customer confirmed that the air/water channel was flushed with water and air by using a mh-948. The customer indicated that it was unknown if manual cleaning is performed within one hour after the procedure, presoaking is performed. The customer confirmed that this device passed the leak test. During the manual cleaning process, the customer uses neodisher endo md detergent and brushes the instrument channel, suction channel, and instrument channel port. The type of cleaning brushes used were not provided. For automated endoscope reprocessor (aer) treatment, a steelco ew2 machine is used with neodisher sc detergent and neodisher septo pac (disinfectant). The scope is dried by wiping the scope with a clean towel/paper followed by blew by filtered compressed air and is stored in a simple storage cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was unknown. The customer confirmed that the water filter was not replaced periodically in accordance with the instructions for use (IFU). During the device evaluation it was uncovered that the channel tube and the plastic distal end cover had foreign objects due to insufficient cleaning or handling of the scope. Upon further inspection, the sheet holder unit has corrosion due to water leakage. It was also observed that the suction, air, and water cylinders had discoloration. It was observed that the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the lock engagement lever. It was also observed that the scope connector has corrosion. It was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the universal cord had a wrinkle. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: forceps channel port, grip, control unit, scope cover, switch box, connecting tube and on the protector of the universal cord on the scope connector side.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope tested positive for microbial contamination. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.